Manufacturer narrative:
(B)(4)

Event description:
A patient implanted for fecal incontinence and gastrointestinal/pelvic floor reported feeling uncomfortable and painful stimulation at the pocket site when lying on her back in (B)(6) 2015. The issue was related to positional movements and the discomfort lasted for a brief moment. There were no traumas or falls reported that could be related to the issue, although the patient had had a few minor bumps. She had never tried turning stimulation off when lying on her back. The patient had the device on during the night and her urinary/bowel symptoms had not returned. The device was otherwise working well. The patient had a future appointment with her doctor. No potential event cause, troubleshooting, or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.